Event description:
The pt stated, she dropped her infusion device in the bath and there was moisture in the battery compartment. She stated, her blood glucose was elevated to 17 mmol/l (306 mg/dl). Her normal blood glucose range is 6-9 mmol/l (108-162 mg/dl). Symptoms of high blood glucose were dry mouth and "funny feeling". The pt bolused and her blood glucose returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.